Event description:
It was reported that the right s1 lead had eroded through the skin. Patient was prescribed antibiotics as a precaution. Surgical intervention was undertaken on (B)(6) 2024 wherein the lead buried underneath the skin.

Manufacturer narrative:
Section b3: date of event is estimated. The event of erosion was reported to abbott. The patient's lead eroded through the skin resulting in the physician surgically revising the lead. Antibiotics were prescribed as a precaution. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.